Manufacturer narrative:
Evaluation codes: method: a work order search was performed for the lens. Results: visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was torn. Surgical residue/debris on product. A lens work order search was performed and no similar complaint was found within the work order search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon implanted an aq2010v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed without enlarging the incision and no suture was required to close the wound. No patient injury. It was unk what caused the trailing haptic to tear. The injector model that was used was an msi-tm, reporter was unable to provide the injector lot number. The cartridge model that was used was an aq cartridge fp, lot number 1199162.